Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6). This report is of peritonitis in a patient coincident with dianeal 1.5% pd4 solution, dianeal 2.5% pd4 solution, and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed, as the sample was not returned for evaluation. No device malfunction or use error was identified. Therefore no assignable cause was determined.